Manufacturer narrative:
The astral device was returned to resmed. Evaluation could not reproduce the reported complaint. Review of the logs revealed the device was powered back on after a forced shutdown causing the device to trigger a total power failure alarm. The investigation determined there was no fault found with the returned device. The device was performing to specifications. Resmed's risk associated with use of the device remains acceptable. Resmed reference number: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a total power failure alarm. There was no harm or serious injury reported as a result of the incident.

Event description:
It was reported to resmed that an astral device displayed a total power failure alarm. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral device was returned to resmed. Initial evaluation confirmed the reported complaint. The investigation methods, results, and conclusions are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).